Event description:
The customer reported that the system intermittently failed to save pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. No conclusion can be drawn as the system remains under observation.